Event description:
It was reported that when the external pulse generator was powered off, the screen remained on. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that when the generator was powered off, the screen stayed on. Analysis did find the upper case broken and contaminated, the lower case, battery release, battery drawer and main printed circuit board contaminated, two side bail covers, the ring cover, two case screws, the ring cover screw, two side bails and the ring missing. (B)(4).

Event description:
It was reported that when the external pulse generator was powered off, the screen remained on. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.